Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Bezoar, and gastro intestinal obstruction, and duodenal ulcer are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain and vomiting. On an unknown date it was reported in the form of a case study that the patient was admitted to the hospital for distended abdomen and abdominal pain. The patient suffered small bowel occlusion due to the formation of a bezoar around a knot at the distal end of the gastro-jejunal tube confirmed by a CT scan. The patient underwent endoscopic extraction which revealed mucosal ulcerations in the duodenum, and was unsuccessful due to the firm adherence of the jejunal catheter. It was reported that the patient was transferred to the operating theater where the tubing was extracted using transverse enterotomy, and a bowel resection was not required. No further information was available.